Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after it was found that the patient's implantable cardioverter defibrillator misinterpreted ventricular tachycardia as supraventricular tachycardia. High voltage therapy was delayed. The device was reprogrammed. The patient was stable.